Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results and reprocessing practices were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Hygiene microbiological investigation (hmi) issue. The device was sent for evaluation reported with a description of " repair scope 30 in quarantine grown times 3 and still growth in the scope". Event found during reprocessing. The facility did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The subject device was sent to olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. The device was then returned to rrc (regional repair center) olympus for device evaluation. The following findings during device evaluation were noted on the device: deformation of scope cover (s-cover) noted. Water tightness lost. Cover plate (cp-plate) noted deformed. Air/water) aw-cylinder discoloration noted. Scope cylinder (s-cylinder) discoloration noted. A crack on plug unit noted. Water tightness lost sc-case unit found deformed. C-cover noted shaved. Objective lens chipped. Adhesive on a-rubber noted with visible thread. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to deformation of bending tube, the angle knob torque of right/left (r/l) knob at free exceeds the standard value. The facility did not provide the information on the growth found on the device. The facility cds checklist and hmi investigation results were not provided and therefore the growth found on the device is unknown at this time. Multiple follow ups were made to gather additional information and information regarding the reported event , however, were unsuccessful, no response received from the facility. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.